Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The subject device was tested with olympus test devices cf-hq190l, gif-h180, gif-h190, cv-190 and no error codes were observed. It is possible water got into the socket the 190 scopes plugged into. The evaluation found a bad scope socket (the locking mechanism not protecting the pins), the lamp life was expired (lamp life meter is reading over 500 hours) and the device had a non-olympus lamp installed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a b30 communication error occurred on the evis exera iii xenon light source during an unknown procedure. The procedure was completed with a similar device. There was a 10 to 15 minute delay with each occurrence. The patient was not under general anesthesia at the time of the event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿error code b30¿ was not reproduced at the repair site. The customer confirmed scope communication error when connecting 190 scopes and reported that water may have gotten into the socket of the light source. No problems occurred after being replaced by another clv-190 during the procedure. Other incoming inspection findings were as follows: pin protection part of the scope socket is defective; use of non-olympus lamp. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿error code b30: scope communication error: 4.4 connection of an endoscope: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.